Event description:
It was reported that the patient had experienced falls. Specifically, she fell last week when she tripped on her pants and broke 2 ribs. It was noted that the implantable neurostimulator (ins) was turned off at the time. She also stated that she fell while moving a stone wall and suffered a bruised bone in her leg. The ins was noted to be turned on at the time of that fall. She saw her physician and was given a shot. It was also noted that she had been reprogrammed every 3 months. Additional information was requested, but was not available at the time of this report.

Event description:
It was further reported that the patient had a metallic taste.

Manufacturer narrative:
Lead: model 3387s-40, lot #v754192, implanted: 2011 (B)(6), explanted: na, extension: model 37085-60, serial # (B)(4), implanted: 2011 (B)(6), explanted: na, programmer: model 37642: serial # (B)(4), concomitant ins system: neurostimulator; model 37602, serial # (B)(4), implanted: 2011 (B)(6), explanted: na, lead: model 3387s-40, lot #v741339, implanted: 2011 (B)(6), explanted: na, extension: model 37085-60, implanted: 2011 (B)(6), explanted: na. (B)(4).